Event description:
Pt admitted for vaginal hysterectomy. Foley catheter inserted at the end of the procedure. Post-operatively, pt complained that it felt like something was leaking. The foley catheter had a tear at the y junction. The foley catheter was removed. New foley catheter inserted.